Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a venous air alarm occurred near the end of rinseback during a routine hemodialysis treatment. Rinseback was not completed due to air in the venous line, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the venous line. Review of the patient treatment log shows an arterial air alarm occurred immediately after entering rinseback mode. This alarm was followed by multiple venous air alarms, indicating the operator most likely introduced air into the circuit when connecting for rinseback. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.